Event description:
During evaluation of inform meter by manufacturer, it was noted that there was melted plastic and visible blackening around contacts 3 and 4. No adverse event reported.

Manufacturer narrative:
Event occurred in a foreign country.